Event description:
Country of complaint: (B)(6). Thread-damaged-broken. Fragility of the thread, not suitable for orthopedic surgery.

Manufacturer narrative:
Evaluation: samples received: 36 pouches. There are no previous complaints of this code/batch. All packs received are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the (B)(4): 7,99 kgf in average and 7,70 kgf in minimum (ep requirements: 7,45 kgf in average and 5,18 kgf in minimum) knot pull tensile strength results before releasing the product were 8,34 kgf in average and 8,09 kgf in minimum and fulfilled ep requirements. Visual appearance of the thread is correct. Reviewed the batch manufacturing record, this product has a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with novosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: the complaint is not corresponding (not justified ).